Event description:
The lay user/reporter called lifescan (lfs) and alleged that the pt's meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) mailed a letter on october 21, 2005, since the user could not be reached by telephone for further clarification. The reporter did not provide any blood glucose results from the pt's meter. She went to the hosp because of her "sugar." The result on the hosp device was 278 mg/dl. Symptoms at the time of testing were reported as none. She was treated with insulin. The reporter was unable/unwilling to state if the pt's meter was previously set to the correct unit of measurement.